Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph and a video was provided for evaluation. A visual inspection of the provided picture revealed the cone of the male luer lock of the access line was cracked. The reported condition was verified. The cause was determined to be design related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100, an external blood leakage occurred at the access luer connector due to the luer connector being broken. There was patient involvement but no patient impact and no medical intervention. No additional information was provided.